Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b5, d5, d8, h2, h3, h4, h6, h11 corrected fields: e1 the device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: a sensor failure warning on the main board (cr board) occurred, which caused the front panel to turn off and stop operation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was r4eceived from customer.

Event description:
It was reported that during maintenance, when the airflow rate-high was set to start, the subject device triggered an alarm, the front panel turned off, and the air supply stopped. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.